Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The unit was visually inspected and the flexible section of the drill was broken off where the coil connects to the rigid shaft of the drill. This is the proximal section of the cable. Based on the event description and additional information provided, hard bone as well as user technique leading to skiving are considered the primary root causes. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a broken drill bit. Further, a replacement was used.

Event description:
It was reported that there was a broken drill bit. Further, a replacement was used.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The device was visually inspected and the flexible section of the drill was broken off where the coil connects to the rigid shaft of the drill. This is the proximal section of the cable. There are many possible root causes for distal drill tip breakage, however, based on the event description and additional information provided hard bone as well as user technique leading to skiving are considered the primary root causes. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.